Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "hi" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 200-300mg/dl fasting. Verified test strips expire 10/24/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 559mg/dl and hi. Reviewed meter memory: (B)(6). Customers concern: hi. No adverse event reported.